Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparo gastrectomy procedure, they inserted the handle to the shell, however the display screen did not indicate properly. Replaced by new shell, however the display screen did not indicate properly. The sales rep checked the handle in question, however the display screen showed power handle error. The event occurred during the procedure but the product was not used for patient. There was no injury noted to the patient. The surgical time was extended by less than 30 min.

Manufacturer narrative:
Based on additional information received, this report is updated from a malfunction to a non-reportable event. If information is provided in the future, a supplemental report will be issued.